Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump came in with blank display after multiple batteries installed. Proceed in cutting insulin pump open and perform a visual inspection of connectors. Electronic boards were switch to pinpoint faulty board. It was determine that pcb2 was at fault due to crack u6 on pcb2. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.